Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "at the patient end of the set - fluid would be seen to leak out. Death/serious injury: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "at the patient end of the set ¿ fluid would be seen to leak out."